Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issued could not be duplicated but was verified through review of software log. It is suspected that battery 2 was not fully seated but a root cause could not be conclusively determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Correction: the health impact code grid/h6 has been updated. The initial medwatch report indicated: health impact code grid: no patient involvement the initial medwatch report should indicate: health impact code grid: no health consequences or impact.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.